Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) examined the system remotely and confirmed that the system would not boot up. Review of the log files shows degraded disk bay and grabber card errors. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flex vision pc. Philips has initiated a field safety corrective action (2023-igt-bst-027) and due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The system was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.